Event description:
Upon investigation, it has been determined that the outer carton has been opened/damaged, the sterile package was unopened and undamaged. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Visual evaluation of the returned product identified that the outer carton has been opened/damaged, the sterile package was unopened and undamaged. Complaint sample was evaluated and the reported event was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. The product was likely conforming when it left zimmer biomet control. A definitive root cause cannot be determined. Upon investigation, it has been determined that the outer carton has been opened/damaged, the sterile package was unopened and undamaged. Event is no longer considered reportable, and initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging was damaged. No adverse events have been reported as a result of the malfunction and attempts have been made and additional information on the reported event is unavailable.